Manufacturer narrative:
(B)(4).

Event description:
It was reported that an anchor issue occurred involving the insertion retention. It was noted that the device was not implanted as a result of the event. No diagnostic testing or troubleshooting was performed. It was reported that the cause of the product issue was not being able to ¿get the twist lock anchor on the leads.¿ there were no patient symptoms or complications associated with this event. The patient¿s status at the date of the report was ¿alive- no injury.¿ additional information reported that the event involved a trial. It was noted that the lead was used and the faulty twist-lock anchor was not. It was reported that the patient was doing fine at the date of report. The patient ended the trial one day prior to the date of report and the leads were ¿pulled.¿